Manufacturer narrative:
This product was received and tested by technical services and they could not confirm the monitor / smart cable were having flickering issues. The cable was wiggled with no result of failure. All the tests were repeated multiple times with no failures. Technical services verified good images appeared on the screen, the color rendering was accurate and individual white lines were distinct. The smart cable was already replaced so the returned device was scrapped. Service considered completed.

Manufacturer narrative:
This is an initial report and the reported device has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in the final report.

Event description:
The customer reported that during a patient procedure, using a glidescope smart cable, the monitor was having flickering issues. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.